Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10037 was verified. The event log showed high pressure errors. Service will replace the motor as a preventative measure. Use testing was performed. The problem source is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during repaired of this smiths medical cadd prizm vip pump, the pumps exhibited error code lec 10037. No adverse effects were reported.